Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that drive supports cap was damaged. It was reported that drive support cap was loose. Customer's blood glucose was 100 mg/dl. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with normal operating currents and passed the error test, self- test, and the displacement test however, pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime test, and excessive no delivery test due to prime alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, broken belt clip slot, and scratched reservoir tube window.